Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis. The implant was placed on (B)(6) 2015 and was grafted. During post-operative visits, which took placed on (B)(6) 2015, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2016 healing was noted within normal limits. As such the implant was restored. The patient returned on (B)(6) 2025 with complaints of pain and inflammation. The implant appeared to be infected and was removed. The site was debrided and the bone grafted. Symptoms as a result of the event: abscess, pain and inflammation.